Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image disappearing when touching the scope connection part. The issue was found during inspection for use. There were no reports of patient harm.